Event description:
It was reported that the user experienced an insulin delivery occlusion on an infusion set, which was only resolved after performing a full supply change; the user filled the tubing line and observed drops after resuming insulin from the alerts menu, and they plan to send photos of the site and lot information if the cannula is bent. Symptoms included an alert for occlusion with blood glucose reported as stable. Outcomes included restoration of insulin delivery following the supply change without need for medical intervention. Investigation included remote troubleshooting and education, including guidance to replace the infusion set and verify flow through the tubing. Investigation of this case revealed a probable infusion set or cannula-related obstruction consistent with an occlusion that resolved with replacement of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was likely user-correctable infusion set occlusion related to the disposable component.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.